Event description:
The advocate stated her mother received blood glucose readings over 300 mg/dl on her contour meter compared to the doctor's meter which read over 150 mg/dl. She could not provide specific readings. The difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Replacement meter was sent to the customer.

Manufacturer narrative:
The initial reporter phone and address were not provided.